Event description:
The caller alleged discrepant results when compared with the lab. Results reported as follows. Lot# 050678b: inratio= 1.6, 3.9, 3.2, 2.4, 1.5; lab= 1.7, 3.0, 2.7, 2.1. Lot# 050783: inratio= 2.8; lab=2.8.